Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC catheter. The customer stated that the cather leaked.

Manufacturer narrative:
Per the customer , a sample will not be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.